Event description:
The customer reported that while acceptance testing the device, the bio-med engineer noted that the green ac mains light was not illuminated when the device was connected to ac mains power and that it would only operate on battery power.

Manufacturer narrative:
Physio control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.